Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 3.2, lab: 2.3. Date: (B)(6) 2010, inratio: 4.5, lab: 3.9. Labs done 5 minutes after meter results. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.